Event description:
Information was received indicating that the pneupac ventilators parapac plus malfunctioned. It was reported to be not cycling and stuck at 30 not 0. There was no patient involvement.